Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.3, lab: 2.5; inratio: 1.8, lab: 2.5. Date: (B)(6) 2011, inratio: 1.9, lab: 2.5. Pt also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.3, 1.5, 1.8. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.